Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device/module was experiencing intermittent module connectivity alarm. The device was an out of box failure. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
H6 evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was not confirmed. No action taken to correct the issue. Cadd solis device passed all functional tests after preventative maintenance. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.